Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient that underwent a da vinci ovary removal in 2012. Exact date of procedure was not provided. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: after removing the ovaries, she began bleeding internally. Prior to being taken out of the or, they had to open her up manually to stop the bleeding. She is not sure what was nicked but she has a large scar above her groin.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.